Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issues with infusion set on (B)(6) 2024. Patient reported that tape was not sticking, and lost the infusion set. No further information available.

Manufacturer narrative:
E1: (B)(6).